Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an healthcare provider (hcp) via a manufacturer representative (rep) regarding a navigation system outside of a procedure. The hcp reported that the site damaged their emitter. There was no patient involved with this issue.

Manufacturer narrative:
Additional information: analysis on the returned field generator resulted in a physical damage failure that was found through functional testing and visual/physical examination. Analysis states that the coil housing panel had pieces broken off of the base. Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The emitter was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.